Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory patient notifier for high pacing lead impedance on the right ventricular lead. No other electrical anomalies were detected on the lead, and it was decided the issue would continue to be monitored.